Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
01/28/2021: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A distributor contacted zoll to report that a patient had discomfort and a heat rash caused by the lifevest. The patient reported that the rash "comes and goes". The patient consulted his physician who helped him resolve the irritation. Follow-up indicated that the patient had no further issues.